Event description:
It was reported that, during a tha, a trial head of 26mm stuck into the insert trial. Therefore, he used a 10 hood type trial insert instead. This type had no problems.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding difficulty disassembling the trial head from the trident insert trial was reported. The event was confirmed. Method and results: device evaluation and results: a visual inspection identified damage around the edge surrounding the inner articulating surface. This damage would have altered the fit of the head within the insert trial. Therefore, the reported event is confirmed. Medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the investigation concluded that the damage observed likely affected the fit of the trial head with the insert trial. This damage is not associated with normal use and is likely the result of interference with another device.

Event description:
It was reported that, during a tha, a trial head of 26mm stuck into the insert trial. Therefore, he used a 10 hood type trial insert instead. This type had no problems.